Event description:
It was reported that the tip of the foley broke in two pieces inside of the patient. A cystoscopy was done and the tip was not located inside of the patient, it was unknown as to the tips final destination.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A two way amber bardex catheter was returned with its tip missing. On closer examination, the tip appears to have experienced a bagger-like cut. The root cause of this failure is operator error in placing the catheter too far away from the marked line on the belt during the bagging process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as this failure only occurs in the manufacturing process and before the patient receives the device. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tip of the foley broke in two pieces inside of the patient. A cystoscopy was done and the tip was not located inside of the patient, it was unknown as to the tips final destination.